Manufacturer narrative:
Report # 2011158-2016-00084 is associated with (B)(4), biotene original oral rinse.

Event description:
Father swallowed the biotene original oral rinse savannah (size not specified) mixed with water in a cup [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 07 november 2016. The consumer's daughter reported accidental exposure to product when her father swallowed the biotene original oral rinse savannah (size not specified) mixed with water in a cup (accidental device ingestion and accidental ingestion of drug).